Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 17 devices were received for evaluation; 11 events were confirmed during testing. Approx 10 devices were found to be affected by damaged internal components; 1 device had non-stryker modifications. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. Approx 4 devices are in the process of being evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 17 malfunction events in which the device overheated. Approx 2 events had no consequences or impact to the patient. Approx 13 events had no patient involvement. Approx 2 events had no known impact or consequences to the patient.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation; 4 events were confirmed during testing. Three devices were found to be affected by damaged internal components. One device was found to be affected by a worn e-box. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 17 malfunction events in which the device overheated. Two events had no consequences or impact to the patient. Thirteen events had no patient involvement. Two events had no known impact or consequences to the patient.